Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of baclofen at 30mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that since the implant the patient had experienced pressure headaches. The patient had contacted their healthcare provider and they were told to lay down as much as possible, drink caffeinated beverages, and keep a binder around the pump. It was reported that the patient was hospitalized. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the headaches was unclear, but it was likely procedure related. It was reported that the patient was hospitalized for in-patient rehab. The patient was given caffeine, fioricet, and had help with positioning. It was reported that the headaches had been resolved. The patient's weight was unknown. No further complications were anticipated/reported.